Event description:
It has been reported to philips that the allura system's geometry movements were not available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. It was reported to philips that the tabletop was free-floating, and the frontal or lateral stand could not be moved. The costumer tried to reboot the system, but the issue persisted. A philips remote service engineer (rse) inspected the system remotely and discovered that the geo module pc has lost communication. Review of the log file showed malfunction with the geo pc. The rse suggested the customer for onsite repair, but the service provided by philips was not accepted by the customer, therefore no further action could be performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The evaluation method code were corrected.